Event description:
The consumer reported jerking. It was reported that the implantable neurostimulator (ins) that was implanted in (B)(6) 2010 began to feel like they were "jerking." The doctor told them that it was because the battery was low and depleted. Relevant medical history includes spinal pain.

Event description:
It was reported that the patient experienced jerking or pulsating stimulation. The patient had 2 systems one in his backside and one that was recently placed in the front. The implantable neurostimulator (ins) in the front was placed because the healthcare professional (hcp) thought that the previous system was depleting and ¿pulsing¿ causing this pulsating, and jerky stimulation that the patient had been experiencing for 2 months. The new ins had not corrected the issue yet. The patient reported that the pain relief was fine. The impedances on both systems were fine. A second lead was put in at some point to get coverage in the patient¿s leg. No falls had been noted. The jerking was happening all the time randomly. The manufacturing representative was meeting with the patient at the time of report to work on programming changes.

Manufacturer narrative:
Concomitant products: product ID 3982, serial # (B)(4), implanted: (B)(6) 1999, product type lead; product ID 7496-66, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7435, serial # (B)(4), product type programmer, patient; product ID 3550-09, lot # n169349, implanted: (B)(6) 2010, product type accessory; product ID 37712, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4).